Event description:
It was reported that lablel error occurred with a bd safetyglide¿ needle . The following information was provided by the initial reporter, "customer reported that he received box with missing label."

Manufacturer narrative:
Investigation: two photos were received and evaluated. The photos depicted one safetyglide case from two long sides only. No label was observed in the location marked for the presence of one of the case labels. Short side view was not presented in the photos, therefore it is unknown whether a label was present on the short side of the case. Machine logs indicate there case labeler issues that required technician intervention during the manufacture of this batch. During this time all cases were labeled manually by operators. Potential root cause for no label on the long side of the case is associated with the labeling process failure and likely failure of the individual labeling process. It is possible the second label was still present on the case. It is also important to note that the shelf cartons inside the case which contain the product are labeled with batch and expiration date. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that label error occurred with a bd safetyglide¿ needle. The following information was provided by the initial reporter, "customer reported that he received box with missing label."